Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient's system could not deliver the desire strength. Upon further investigation the patient's 6 out of 8 contacts were out on the lead, and therapy could not be restored with the remaining two contacts. Surgical intervention may take place at a future date to address the issue,

Event description:
Additional information indicates the ipg was also reaching end of life. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: e1- initial reporter. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.